Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250-300 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 320 mg/dl. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Lastly, it was reported that a cartridge alarm 0 occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.